Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged the pump emitted a call service 087 alarm during basal delivery. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-may-2019 with the following findings: a review of the pump¿s black box and alarm history showed a cs 087 call service alarm. During testing, the pump powered on to the verify screen with no alarms. The rewind, load and prime steps were performed successfully; the pump was exercised for 12 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed the following: the display was dim and discolored; the battery compartment was cracked below and above the grip pad. The down arrow keypad button was found to be over responsive. The up arrow, ok and contrast keys functioned appropriately. The keypad was removed and the down button contact was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.